Event description:
It was reported there was a hemostatic valve was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve of the was was leaking blood the entire procedure. The procedure was completed successfully with was and the closure device was implanted in the laa of the patient. There were no complications to the patient.

Manufacturer narrative:
Device evaluated by MFR.: a watchman fxd curve access system without the dilator was returned for analysis. The device was visually and microscopically examined, and no damage or defect was observed. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush. The device was borescope inspected and observed the valve was completely closed. Product analysis could not confirm the reported event as there was no damage with the returned device and functional testing passed.

Event description:
It was reported there was a hemostatic valve leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve of the was was leaking blood the entire procedure. The procedure was completed successfully with was and the closure device was implanted in the laa of the patient. There were no complications to the patient.